Event description:
The customer reported that he received a no delivery alarm on his insulin pump. His blood glucose was 271 mg/dl, which he treated with a syringe. The no delivery alarm was resolved by a complete set change, indicating possible reservoir, site, or set occlusion. A blood glucose value of 400 mg/dl was captured at the time of reporting. Nothing further was reported.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)